Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter had a power issue ¿ meter does not turn on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient reported that the alleged power issue first occurred at 9 am on (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and took their usual dosage of insulin (5 units of unspecified type of insulin) at 2 pm on (B)(6) 2015. The patient informed the mss that 6 hours after the alleged product issue began they experienced symptoms of ¿tired and sweaty¿ and likened it to being ¿almost like a panic attack¿. During this call the patient also stated that these were symptoms which they associated with high blood sugar. ¿15-20 minutes¿ after experiencing these symptoms the patient went to the emergency room (e.r.) Where their blood glucose was measured on an unknown e.r. Meter. A result of ¿>700 mg/dl¿ was obtained on this meter. The patient stated that they were diagnosed with diabetic ketoacidosis by a healthcare professional and were admitted to hospital. During this time the patient given an IV drip in order to bring their blood glucose back down to a normal level before being released ¿12 hours¿ later. At the time of troubleshooting the customer care advocate (cca) noted that there was no misuse of the product and the issue could not be resolved with training. The patient¿s products were requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the meter which led to them requiring medical intervention for an acute complication of hyperglycemia after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.